Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a duodenal switch procedure. The device was difficult to load. Once loaded, the needle fell out on multiple reloads; then needle stuck in device. A new device (same lot as defective) was opened and had no issues. There was no patient injury. The needle fell into the patient's cavity but was retrieved with a grasper.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection of the device noted witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle. Some plastic shearing of the toggle switch. An object that appeared to be a staple was noted to be jammed in the jaw where the needle is loaded. The visual inspection of the needle noted that it was received loaded in the device with an upward bend. Witness marks were noted on the cone of the needle. A pmv needle was loaded onto the device. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needle. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.